Event description:
Reportedly, ht50 ventilator stopped working after 4 hours of use on the pt. The error message with "loading ..." Showed in the display. All the settings became blank and buttons were inoperative. It was also reported that there was no audible alarm at the time of the incident. The pt was switched to another ventilator. Please note that there was no serious injury in this case.